Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, the customer's indicated failure mode for underfill was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for underfill with the incident lot was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA# (B)(4).

Event description:
It was reported that low draw occurred with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, "during nurse withdraw the blood from patient, only very little blood draw volume, then blood stop come into the tube."